Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the duodenovideoscope had low angulation and the elevator wire was broken. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps elevator was dirty as well as several other components on the unit, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported allegations were able to be confirmed. During the device evaluation it was observed that the angulation was low and did not meet standard due to wear of the angle wire. This finding affected the bending angle in the: up, down left, and right direction. In addition, this finding also affected the play angle in the up-down and right-left direction. It was also observed that the elevator wire was cut, which affected the forceps raising angle, causing the angle to not meet the standard value. Upon further inspection, it was observed that foreign material was on the forceps elevator due to insufficient or incorrect reprocessing of the scope. In addition to this finding the following unit components were dirty due to insufficient or incorrect reprocessing of the scope: the grip, the switch box, the right-left knob, up-down knob, forceps control lever, the universal cord, the plastic distal end cover, the bending section cover and the adhesive around the light guide lens. Upon further evaluation, it was observed that the nozzle was deformed. As a result of this deformation, water removability did not meet standard. It was also observed that the adhesive around the objective lens had wear and the adhesive on the bending section cover was detached. It was observed that the image guide protector had a cut, and the plastic distal end cover had a dent. It was also observed that the suction cylinder and the forceps channel port were shaved. It was observed that the light guide bundle had breakage. Lastly, scratches were observed on the: connecting tube, scope connector and scope connector cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we presume from the obtained information that the reprocessing steps recommended in the instructions for use (IFU) were not performed completely due to device nonconformity of the device which caused the foreign material remained in/around the forceps elevator. Olympus will continue to monitor field performance for this device.